Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels. Bg value not provided. Bg was addressed via a correction bolus, and a supply change. A system check was performed, and it was found that the customer was using off label insulin (lispro) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.